Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint in regard to the charging issue was not verified. It was charged to 4.05 volts in two cycles, and the battery depletion and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. The source of the complaint in regard to the pocket pain was not determined. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was causing pain. It was noted that the ipg shifted over and was lying on the patient's spine, and it hurt due to the ipg location. The patient will undergo a revision procedure wherein the ipg will be relocated and will be replaced. The lead will be repositioned for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's ipg was causing pain. It was noted that the ipg shifted over and was lying on the patient's spine, and it hurt due to the ipg location. The patient will undergo a revision procedure wherein the ipg will be relocated and will be replaced. The lead will be repositioned for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Malfunction was suspected with the ipg due to not being able to charge. During testing, the patient was getting good coverage and leads were in good position and the leads should not have been revised but the physician ended up having to reposition a lead because of lead movement during the procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was causing pain. It was noted that the ipg shifted over and was lying on the patient's spine, and it hurt due to the ipg location. The patient will undergo a revision procedure wherein the ipg will be relocated and will be replaced. The lead will be repositioned for unknown reason.